Event description:
It was reported that during a roux-en-y procedure that a reload was opened but felt weird and was set aside. Another reload was used to continue the procedure with no further issues. After the procedure on the back table the reload that was set aside was fired on to a blue towel. The knife cut the towel but no staples were deployed. This reload will also be returned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch #: unknown. Additional information was obtained: after experiencing an alleged cut but no staple issue the scrub techincian noted that the next white cartrdige also felt unusual (¿squicky or hollow¿)when loading. Because the cartridge felt unusual to the scrub tech they decided not to use in surgery, but did complete a fire out of the cartridge on a blue or towel on the back table at the end of the surgical procedure. The cartridge cut the towel, but did not staple. Internal rrt conference call held on october 30, 2023, with lifecycle engineers, post market surveillance, customer quality, ethicon medical safety officer, ethicon risk manager, and field sales team to discuss analysis findings for the recent event with alleged no cut/staple with the echelon. The sales rep stated that the cartridge felt squishy and hollow according to the scrub tech. Went to fire the device and on the small bowel it stapled on the diastole portion and cut but shoved out the tissue. They sutured that effected area and another cartridge was selected but felt squishy as well. Those cartridges were put aside and not used. The 2nd cartridge was fired outside the patient and no staples were deployed. Sales rep stated that they do swish the device at a 45 degree angle and do not wait the appropriate 15 second hold prior to firing. Engineering team asked if it was possible to get more clarification on how the cartridge felt squishy. The sales rep stated that the tech felt like it was easier than normal, which made her think it was not normal. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch #372c62. Investigation summary: the product was returned to the rdl materials lab for evaluation. Visual inspection and sem and eds testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45w reload (sample 1) was received with no apparent damage. During the visual inspection, there was no cartridge reset mark or vision system multiple pass mark on the reload. Both pan hooks were properly attached to the cartridge body and there was no evidence that the hooks had come loose and then snapped back into place. There is no evidence that the pan hooks were disengaged when the reload was installed into the instrument channel. There is no damage to either reload in addition, a surgical video was provided and the following screenshots illustrate the first incident reload that only had staples in the distal most staples prior to firing. Video0002.mpg at the 6:42 mark as the instrument is being positioned prior to firing. At the 7:03 mark right after the instrument has been fired. Analysis results (1 dot). Note that the reloads were not marked when received and the dot was arbitrarily placed by the analyst. Subsequent analysis using a scanning electron microscope equipped with energy dispersive x-ray spectroscopy (eds) determined that the reload marked with 1 dot was the reload fired during the procedure. Most of the drivers are fully up while the remainder have partially fallen down back into the reload body. Both proximal pan hooks are fully attached. There is not a reset mark on the reload body. Sem and eds analysis: the reload had been loaded with staples in every pocket based on the trace amounts of staple wire alloy that were found on the driver saddle surfaces. Larger amounts of staple alloy along with contact marks on the driver saddle surfaces were found on the distal drivers that had staples when the reload was fired on tissue. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload showed evidence of staples being present in the pockets. A manufacturing record evaluation was performed for the finished device batch number 372c62, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. Investigation summary: the product was returned to cincinnati r&d complaint lab for evaluation. Visual inspection and sem with eds testing were conducted on the returned reloads. Common observations on both reloads: both reloads were from reload batch 372c62. There was no cartridge reset mark or vision system multiple pass mark on the reloads. The pan hooks were properly attached to the cartridge bodies and there was no evidence that the hooks had come loose and then snapped back into place. There is no evidence that the pan hooks were disengaged when the reloads were installed into the instrument channel. There was no damage to either reload. Sample 1: sem analysis indicated that this was the reload that was fired on the patient. Sem analysis also confirmed that staples had been present in every pocket at one point, but that staples were only present at the distal end of the reload when it was fired on tissue which matches what was seen in the surgical video. This conclusion is based on the large amount of staple alloy that was transferred to the drivers along with the contact marks on the driver surfaces caused by staple formation at the distal end of the reload. Subsequent analysis using a scanning electron microscope equipped with energy dispersive x-ray spectroscopy (eds) determined that the reload marked with 2 dots was the reload fired on the scrub towel. The reload had been loaded with staples in every pocket based on the trace amounts of staple wire alloy that were found on the driver saddle surfaces. The absence of larger amounts of staple alloy or contact marks on the driver surfaces indicates that staples were not present in the pockets when the reload was fired. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described is confirmed as the evidence shows that only the distal most staples were present at the time of firing for sample 1 and that no staples were present when sample 2 was fired. The evidence also shows that at some point there was a staple present in every pocket for both reloads. Device history review: a manufacturing record evaluation was performed for the finished device batch number 372c62, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023.